Event description:
It was reported that the patient underwent a cervical procedure using plate and screws at c4-c7. A bone screw reportedly could not be tightened during the procedure. The construct was implanted with the bone screw not being locked under the lock ring. No patient complications were reported.

Manufacturer narrative:
Implant remains implanted, product return is not possible. Unable to determine the cause of the event.